Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc), apparently due to a lead failure. Also, high pacing thresholds were observed. Programming options were attempted but the issue was not resolved, therefore the rv lead had to be extracted and a new rv lead implanted. An exit block was discussed as a possible cause for the observed issues, as there were no changes in pacing impedance or other lead trending data points. The patient is expected to fully recover. The rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc), apparently due to a lead failure. Also, high pacing thresholds were observed. Programming options were attempted but the issue was not resolved, therefore the rv lead had to be extracted and a new rv lead implanted. An exit block was discussed as a possible cause for the observed issues as there were no changes in pacing impedance or other lead trending data points. The patient is expected to fully recover. The rv lead has been returned for analysis. No additional adverse patient effects were reported.